Event description:
According to clinic nurse, during a routine hemodialysis treatment the patient reported having access issues and then complained of experiencing chest pain, the operator ended the treatment and the patient was transported to the ed and admitted to hospital. According to the hospital discharge summary, patient presented at ed with hematuria and abdominal pain and reported taking nitroglycerin earlier in the day for chest pain. The patient's baseline hb prior to the event was 10.8 and hb on admission was 7.9; potassium 4.9. Patient was transfused 5 units of blood over the course of his admission and was discharged on (B)(6) 2012.

Manufacturer narrative:
The cartridge was discarded precluding any evaluation. Cycler log file analysis indicated numerous arterial pressure alarms and air alarms during the treatment suggestive of inadequate blood flow from the arterial access. Also noted were frequent blood pump stoppages due to the numerous alarms and changes in system pressures indicative of clotting or flow restriction. The cycler log file indicates that the cycler was performing as intended. The user guide includes instructs to resolve alarms promptly to reduce the risk of clotting due to the blood pump stopping and warns that failure to respond to clotting may lead to hemolysis. Facility staff attribute the event to a cannulation issue and not related to the device. It is unknown if the patient's underlying clinical condition may also have contributed to this event. Nxstage medical considers this report closed.